Manufacturer narrative:
Covidien inspected the device and and replaced the backlight inverter printed circuit board (pcb) to solve the reported malfunction. The unit passed all testing and operates within the manufacturing specifications.(B)(4)

Event description:
Covidien received information stating that an 840 ventilator had a blank display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. Covidien inspected the device and performed the 9.4 field action to solve the alleged malfunction. The unit passed all testing and operates within the manufacturing specifications.